Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 46228. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/14/2025 h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was ec 46228¿ was confirmed during the power-up test. The probable cause was the coin cell battery. The coin cell battery was confirmed to be undercharged at 2.5 volts. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.